Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. Reportedly, the customer charged the pump overnight; however, the pump did not turn on. The customer stated that the pump turned on after the second attempt of charging the pump. The customer's blood glucose level was in the 200 (mg/dl) range. The customer reverted to manual injections to continue insulin therapy.